Manufacturer narrative:
The customer's calibration and qc results were within acceptable ranges. Two patient samples were received for investigation. The two patient samples were tested for the presence of an interferent and no interference was detected. The investigation confirmed that the customer's results were correct. The investigation excluded a general reagent issue. The investigation determined that the competitor and liquid chromatography-mass spectrometry (lc-ms) method results were consistent with the elecsys dhea-s assay results and the results were confirmed with patient 1's diagnoses. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. Medwatch field b7 other relevant history was updated.

Manufacturer narrative:
On 19-aug-2024, the customer provided additional data regarding the event: the mass spectrometer result for dhea was 3.67 ¿g/dl. It was not specified whether the result was for patient 01 or patient 02. The samples were requested for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for elecsys dhea-s (dhea-s) on a cobas e 801 analytical unit compared to a competitor method. Patient 01: the initial result from the e801 analyzer was > 1000 g/dl. The sample was sent to an external laboratory using the beckman coulter dxi 800 and the result was 710 g/dl. Patient 02: the initial result from the e801 analyzer was > 1000 g/dl. The sample was sent to an external laboratory using the beckman coulter dxi 800 and the result was 947.1 g/dl. The sample was run by liquid chromatography-mass spectrometry (lc-ms) method and the dhea-s result was 517.97 nmol/l.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The customer reports that qcs were on target. The investigation is ongoing.